Manufacturer narrative:
A supplemental is being submitted for investigation completion. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed contamination within both power ports of the controller. This is an additional observation not related to the reported event, likely due to the handling of the device. Functional testing revealed that the controller alarmed a controller fault alarm 30 minutes after powering up the controller. Additionally, the no power alarm sounded for only two (2) minutes, instead of the required 15 minutes, when both power sources were disconnected from the controller during bench testing. An internal inspection of the controller revealed that the internal nickel-metal hydride (nimh) battery was swollen and the voltage of the cells was below the expected value. After the battery was replaced, the controller performed as intended. Log file analysis revealed a controller power up event on (B)(6) 2020 at 20:20:21. The data point prior to the loss of power revealed that an active adapter was connected to power port one (1) and a battery was connected to power port two (2) with 44% relative state of charge (rsoc). The data point recorded after the loss of power revealed that a battery was connected to power port one (1) and another battery was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 11 seconds. Review of the alarm log file revealed a controller fault alarm on (B)(6) 2020 at 21:04:53, indicating an internal battery fault. As a result, the reported event was confirmed. The most likely root cause of the reported controller fault alarm can be attributed to a faulty internal nimh battery. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm and had an unexpected loss of power. During log files review, it was noted that the alarm was triggered due a depleting internal battery of the controller that powers the ¿no-power¿ alarm. The controller was exchanged. No patient complications have been reported as a result of this event.